Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had an increase in threshold measurements. It was noted that the right ventricular (rv) lead threshold trend showed fluctuation in the past fourteen days. Reprogramming was done and both leads remain in use. No patient complications have been reported as a result of this event.